Event description:
It was reported that during the catheter placement procedure, the tunneler allegedly broke at the tip. Reportedly, another kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the residual proximal catheter attachment stubb of (12.84 to 12.97) mm length and detached stubb tip of (15.77 to 15.84) mm length and 4.10 mm width at the fracture end. Gross examination showed the fracture break profiles to match up. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date 03/2020).

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during the catheter placement procedure, the tunneler allegedly broke at the tip. Reportedly, another kit was opened to complete the procedure. There was no reported patient injury.